Event description:
It was reported that the patient experienced a loss of therapeutic effect starting in (B)(6) 2014. The patient kept trying to increase their amplitude to get more stimulation. The patient had no stimulation sensation by (B)(6) 2014. The event or symptoms occurred following an unrelated medical procedure. The patient was being treated for cancer and had a surgery that lasted 8 hours. The patient location at the time of the report was a clinic. The patient¿s device was showing impedance >40,000 ohms on all contacts except 0/5, 9/10 which were both 33,648 ohms. It was possible that the wires were bent or kinked or that the leads had migrated. The device was turned off since the implantable neurostimulator (ins) was not offering any benefit to the patient. There were future surgeries being planned for the patient related to their cancer. The patient had an infection related to the cancer surgeries in (B)(6) and started losing stimulation about 2 weeks after their month long infection. By (B)(6) they had no stimulation. It was further reported that the manufacturer representative was unsure which implantable neurostimulator (ins) had the high impedance issue. X-rays were ordered but were not completed. The cause of the issue was not determined but it was possible that a systemic infection caused by something other than the device was the cause. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. It was unclear which one of the patient's implantable neurostimulators had the high impedance issues. Please refer to manufacturer report # 3004209178-2014-08574 for information regarding the patient's other device.

Manufacturer narrative:
Concomitant products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37713, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).